Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation noted that reload was partially fired with a deformed anvil clamping mechanism. Functional evaluation of the reload noted that it fired without issue. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device stopped halfway through firing after successfully firing one time. The surgeon cut the reinforcement material with scissors and released the device from the tissue. He then noticed the material was detached from the cartridge. Additional information has been requested but not yet received.